Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient codes and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 02/2022).

Event description:
It was reported that during an angioplasty procedure of a slightly calcified lesion in the popliteal artery, the pta balloon allegedly would not deflate. It was further reported that the physician used a needle stick to percutaneously deflate the balloon. A stent was placed at the puncture site. Patency was reportedly restored post procedure. There were no further reported complications.

Event description:
It was reported that during an angioplasty procedure of a slightly calcified lesion in the popliteal artery, the pta balloon allegedly would not deflate. It was further reported that the physician used a needle stick to percutaneously deflate the balloon. A stent was placed at the puncture site. Patency was reportedly restored post procedure. There were no further reported complications.

Manufacturer narrative:
H10: as the lot number for the device was provided, a manufacturing review was performed. The sample was returned to the manufacturer for evaluation. A visual inspection was performed and no anomalies were noted to inflation/deflation port or the device. An in house presto inflation device was used to flush the device inflation lumen and water was noted to be leaking from the hole in the balloon caused by the user puncturing the device. No further functional testing was able to be performed. Therefore, the investigation is inconclusive for the reported deflation issue, as no anomalies could be noted to the deflation port, and the device was unable to be functionally tested due to the user puncturing the balloon. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient codes and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4: (expiry date: 02/2022), d10, g4. H11: h3, h6 (method, results). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.